Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for evaluation for a patient who was found down. The patient presented to hospital after being found down at home. It was noted that the lvad was off for unknown time and the patient was hypotensive, so the pump was reconnected to power. They were found to have an acute embolic stroke after thrombectomy this morning. The healthcare provider wanted to get an approximate off time for the pump and did not believe the controller was exchanged at any point. Additionally, the patient had a computed tomography (CT) chest with concern for recurrent outflow graft twisting. The flows appeared stable at 3.8lpm but the patient did have a history of intermittent low flow alarm issues which were previously attributed to high blood pressures in clinic. The event log file contained 2.5 hours of data prior to the date / time synch at 03jul2025 11:46:15. Prior to the date / time synch, the recorded time stamp was from 01jan2000. The earliest event contained in the event log file did not capture the pump off event nor did it capture the restart event. It was unable to be determined an approximate time of pump off. The periodic log file indicated that the last recorded line of data prior to the date / time reset was 02jul2025 9:11:20. This information indicated that the complete loss of power occurred after this data capture point.

Manufacturer narrative:
Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed a pump clock reset, indicating a total loss of power to the device that would have resulted in a pump stop. Additionally, review of the log files confirmed low flow alarms. However, a specific cause for these findings could not be conclusively determined through this evaluation. Furthermore, the reported outflow graft twisting was unable to be confirmed as no images were provided and the device remains in use. The submitted controller event log file captured controller clock corrupt alarms due to the system controller's clock having been reset to the default timestamp. The pump's clock was also reset, suggesting that there was a complete loss of power to the system that caused the pump to stop. A specific cause for the clock reset cannot be conclusively determined, as the onset of the event was not captured in the submitted log files. The controller clock appeared to have been resynched on (B)(6) 2025. Additionally, the controller event log file captured intermittent low flow alarms with the default timestamp of (B)(6) 2010; the alarms resolved prior to the clock being set on (B)(6) 2025. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Although the device was implanted prior to the implementation of the outflow graft clip, the IFU includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.